Manufacturer narrative:
D10: concomitants: (B)(6): 320-06-38 - glenosphere 38mm. (B)(6): 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6): 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6): 320-15-05 - eq rev locking screw. (B)(6): 320-20-00 - eq reverse torque defining screw kit. (B)(6): 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6): 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6): 320-38-00 - 145-deg pe 38mm hum liner +0. (B)(6): 321-20-00 - equinoxe reverse shoulder drill kit. (B)(6): 531-20-00 - shldr gps rvrs drill kit. (B)(6): 531-78-20 - shouldr gps hex pins kit. (B)(6): a10012 - gps implant kit v2. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The adverse event reported may be the result of the glenoid septic loosening as reported. However, the loosening cannot be confirmed and any potential contributions from user or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. The reason for the reported infection cannot be conclusively determined; however, it may be related to an underlying patient condition. A review of the sterile certificates was performed for all components. All lots were accepted to the requirements. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, approximately 5 months post implantation of right tsa, the patient presented with septic loosening. At fall 2021 visit, subject said he was in a mva 2 months earlier and has had severe pain in shoulder ever since. X-ray images showed lucency around the glenoid cage & superior screw. Revision surgery is tbd. This event is still considered continuing, and the clinical report indicates that the event is definitely not related to the device(s) and possibly related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.